Event description:
End user alleges that she accidently drove the power wheelchair down a flight of stairs. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported driving the motorized wheelchair down a flight of stairs. The owner's manual warns, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator."